Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An administrative assistant reported that the facility had not received the replacement adc blood glucose meter that was supposed to be delivered and was therefore unable to measure the blood glucose of a patient. Customer had initially reported that the adc blood glucose meter turns on with button press but not with test strip insertion. Caller further reported that on an unspecified date, the patient's blood sugar dropped and received unspecified third party treatment. No further information was provided as the customer was upset since no one informed her of the meter back order issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. DHR (device history review) for the precision meter was reviewed and the DHR showed the precision meter passed all tests prior to release. The reported complaint is isolated to the meter. No strip related activities will be performed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. Lot no was inadvertently omitted from the initial MDR.

Event description:
An administrative assistant reported that the facility had not received the replacement adc blood glucose meter that was supposed to be delivered and was therefore unable to measure the blood glucose of a patient. Customer had initially reported that the adc blood glucose meter turns on with button press but not with test strip insertion. Caller further reported that on an unspecified date, the patient's blood sugar dropped and received unspecified third party treatment. No further information was provided as the customer was upset since no one informed her of the meter back order issue. There was no report of death or permanent impairment associated with this event.